Event description:
Clinical study. It was reported that 1693 days after a coronary artery stenting procedure, the pt experienced unstable angina. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis, a length of 15.0mm and reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 24mm taxus express2 study stent. Post-dilatation revealed 5% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1693 days after the index procedure, the pt was admitted with abrupt onset of severe substernal chest pain associated with diaphoresis and dyspnea. The distal rca was treated with a 2.5 x 12mm express2 stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.